Event description:
It was reported that the device did not read the cassette containing the medicine. Per the reporter, there was no patient involvement. There was no device operator involved. The event did not impact the patient therapy, and there was no therapy delay. There was no medical intervention needed, and there was no human harm.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing with an occlusion tester, and event history log review; the customer problem was duplicated. The pump was found to have a defective green/orange diode and defective downstream occlusion (dso) sensor. The cause of the customer reported problem was the defective dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump was in good physical condition. The manufacturer representative replaced the dso sensor and green/orange diode.